Event description:
The patient was initially implanted with the ovation abdominal stent graft system (one (1) main body and five (5) iliac limb extensions) to treat an abdominal aortic aneurysm (aaa). Approximately two (2) years post-initial procedure the patient presented with a type 1a endoleak. The patient is pending re-intervention and is being monitored. Additional information: a successful re-intervention was completed on (B)(6) 2020. The physician elected to implant a non-endologix (palmaz) bare metal stent and coil behind the top of the graft to resolve the reported type 1a endoleak. The patient was reported as doing great and will be monitored.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ia endoleak event is confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the type 1a endoleak was due to the off label nature of the sealing ring diameter in the proximal neck (first ring 31.9mm second ring 36.7mm). The final patient status was discharged on post operative day one following a secondary endovascular repair. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b2: outcomes attributed to adverse events has been updated. B3: date of event has been updated. B4: awareness date has been updated. B5: describe event or problem has been updated. G1: contact office. G4: date of received by manufacturer has been updated. H6: device code: remove code 3190. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with the ovation abdominal stent graft system (one (1) main body and five (5) iliac limb extensions) to treat an abdominal aortic aneurysm (aaa). Approximately two (2) years post-initial procedure the patient presented with a type 1a endoleak. The patient is pending re-intervention and is being monitored.